Manufacturer narrative:
Additional patient code for reported symptom of "weakness".

Event description:
On (B)(6) 2017, the reporter contacted lifescan (lfs) USA alleging that the patient¿s onetouch ultra2 meter continued to display ¿apply sample¿ instead of counting down and providing a result after a sample had been applied to the test strip. In addition, the reporter stated that the subject meter would power off during use. The complaint was classified based on the call recording which the medical surveillance specialist listened to. The reporter stated that the meter issues began on an unspecified date during either (B)(6) 2017. The reporter did not share what medication (if any) the patient takes to manage their diabetes or whether they had made any changes to their normal diabetes management regimen as a result of the alleged product issues. The reporter stated that sometime during (B)(6) 2017 the patient developed symptoms of ¿weakness, dizziness, sweats and shortness of breath¿. The reporter indicated that these symptoms were ongoing and the patient required to be rushed to the emergency room on an unspecified date after they began developing these symptoms. The patient required open heart surgery and the reporter indicated that they felt the subject meter caused or contributed towards the onset of these symptoms and the deterioration of the patient¿s overall health which caused them to require this surgery. There were no blood glucose tests mentioned during the call. At the time of troubleshooting the cca walked the patient through a retest and noted that the patient successfully obtained a reading with the subject meter. They also confirmed that the meter was shutting off automatically as it is designed to. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.